Event description:
It was reported that an ilet pump was not working due to an inability to attach the cartridge connector, and the user could not proceed despite multiple connector and cartridge attempts; the device subsequently showed an empty cartridge, consistent with a mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem identified with the connector-to-pump interface. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.